Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away. A patient verification form was received with a hand-written noted filled out by the patient's daughter. The note stated the patient had a repair to the pacemaker performed on (B)(6) 2015. The field representative was contacted and was unable to provide any information and suggested contacting the clinic directly. The clinic was then contacted and confirmed that there no information in the patient's chart during or around the early-(B)(6) 2015 timeframe. Our records indicate the patient passed away on (B)(6) 2015. The cause of death is unknown. Boston scientific was not aware of any repairs made to the patient's pacemaker system around the early-(B)(6) timeframe, therefore no further information is available. The device has not been returned.